Manufacturer narrative:
Concomitant medical products: g151 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has stored episodes that indicated noise. A follow up with the patient¿s healthcare provider yielded that the lead continues to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.